Event description:
A discordant low immulite 2000 homocysteine (hcy) result was generated on one (1) patient. Sample. The result was not reported to the physician. The laboratory repeated the sample and a corrected report was generated. There was no known report of treatment given or withheld based on the discordant hcy result.

Manufacturer narrative:
A siemens fse (field service engineer) analyzed the immulite 2000 instrument and instrument data. Analysis of the instrument and instrument data indicated that the cause for the discordant hcy result was the reagent probe dispense angle was out of specification. The fse replaced the reagent probe and the instrument is performing within specifications. No further evaluation of the device is required.